Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same lot of perfluoropropane showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event. This is a duplicate of MDR# (B)(4).

Event description:
A healthcare professional via study reported that after vitrectomy surgery, the patient experienced high intraocular pressure in the right eye. The patient was given drug treatment.

Event description:
A healthcare professional via study reported that after vitrectomy surgery, the patient experienced high intraocular pressure in the right eye. The patient was given drug treatment.

Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same lot of perfluoropropane showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.